Manufacturer narrative:
(B)(4).

Event description:
It was reported that t2 did not deploy from the fast-fix 360 curved device. T1 was completely removed from the patient. A backup device was used to complete the procedure. There was a short delay of less than 30 minutes reported. There was no report of patient injury or impact.

Manufacturer narrative:
Device investigation narrative - one fast-fix 360 curved needle delivery system device (B)(4) received. This device is in poor condition. This device is disfigured in multiple locations. The needle shaft as well as delivery tip are bent. Per the device¿s IFU (B)(4) under warnings ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed¿. The depth limiter sheath has been twisted and has damages. T1, t2 are detached. The device is soiled. The actuator was in post t2 deployment location. A functional test of the actuator found that it still functioned. With the damages noted, root cause for this complaint cannot be confirmed. No further investigation is warranted. No UDI number assigned. (B)(4).